Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Leak testing, clear passage testing, clamp function testing, and device-device interaction testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap on the patient line of a disposable cassette looked pressed in. It was stated that there was no damage noted to the box or overpouch and that the tip protectors were in place and unbroken. The product was stored at room temperature. It was reported that there were no obvious signs damage or unusual things noted about any of the supplies there was no patient injury or medical intervention associated with this event. No additional information is available.